Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain via a manufacturer representative. It was reported that the patient was unable to achieve more than 2 coupling bars when recharging. It was reported that the generator was very mobile under the skin and it seemed like it was more than 1 centimeter deep. Recharging was attempted with a different recharger and the patient was still unable to get better coupling than 2 bars. It was noted that even two coupling bars was difficult to accomplish. No symptoms or complications were reported.

Manufacturer narrative:
Event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported the patient was in for a pocket revision. The device was flipped and no longer sutured in place. The healthcare provider (hcp) moved it more medial and a bit more superficial. The hcp secured the device down again. The patient was doing fine at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient's skin was very loose at the ins site (which is the patient's abdomen). No symptoms or complications were reported.